Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00102 . Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Client reports that on two (2) separate instances on (B)(6) 2024, the nurse using the product encountered leaking at the ll connection. The first instance was mid treatment leakage that developed while connected to an IV tubing for drug infusion; the second instance was leakage initially noted during port patency verification (saline flush). In both instances, punctur-guard product was replaced with no further issue, and no harm to patient, and treatment was resumed. Whether connections were under or over tightened is unknown, and was not recorded by client. Despite no cytotoxic drugs being used in these 2 occurances, both suspect samples were discarded by the nurse. I reminded client to inform staff to retain any defective samples for return (if not exposed to cytotoxic agents).

Manufacturer narrative:
The defective samples were not returned for technical investigation. In the absence of the defective device for this complaint, a thorough analysis of the defect by the quality control lab could not be conducted. As a result, the root cause of the complaint could not be determined or confirmed. Considering the description of the incident, we believe that the leak observed is related to a crack on the female luer lock connector. In general, the most likely hypotheses that can explain the crack of the female luer lock connection are: a mechanical crack of the female luer lock connector. An excessive force applied to the female luer lock during its connection. The connection with a male device non-compliant to the dimensional specifications described into the iso 80369-7 standard. The review of the batch record 8243713 didn't highlight any deviations that could be a potential root cause of the defect observed. The review of batch record 8243713 did not identify any deviations that could be a potential root cause of the observed defect. The review of the incoming control files (batch 1504355/30 used in the finished product 8243713) didn't highlight any deviation. No crack has been observed. A review of vygon USA complaint data shows that this is the first complaint related to leakage for the cmis203s. Corrective action: unfortunately, in the absence of the defective device of this complaint, it was not possible to perform a deeper expertise of the defect by the quality control lab. Therefore, no corrective action was initiated at this time.

Event description:
Client reports that on two (2) separate instances on (B)(6) 2024, the nurse using the product encountered leaking at the ll connection. The first instance was mid treatment leakage that developed while connected to an IV tubing for drug infusion; the second instance was leakage initially noted during port patency verification (saline flush). In both instances, punctur-guard product was replaced with no further issue, and no harm to patient, and treatment was resumed. Whether connections were under or over tightened is unknown and was not recorded by client. Despite no cytotoxic drugs being used in these 2 occurances, both suspect samples were discarded by the nurse. I reminded client to inform staff to retain any defective samples for return (if not exposed to cytotoxic agents).